Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer was dispatched to the customer site. While inspecting the instrument, the cse ensured the dilution well and wash spinner speeds were correct. The cse ran a water test, which resulted out of range. The cse performed decontamination and substrate decontamination and reran the water test, which passed. The cse verified overall operation of the instrument. The customer ran quality control (qc) and patient samples with no issues. The cause of the discordant, false positive hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely positive human chorionic gonadotropin (hcg) result was obtained on a fertility patient on an immulite 1000 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting negative. The patient was redrawn two days later as part of the protocol, also resulting negative. The initial repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false positive hcg result.